Event description:
It was reported that during a spinal biopsy procedure, a needle break occurred. The indication for the biopsy was a spinal infection/ inflammation. Using an easy core coaxial kit 18gx21cm, an unk number of samples were obtained. When the physician maneuvered the device again to obtain another sample, the needle broke off inside the pt. The broken needle was able to be removed under fluoroscopy with no harm to the pt. The procedure was closed, as an unk number of samples had been obtained prior to the needle breaking. The pt's condition post procedure, was reported to be "ok". It was reported that there were no firing difficulties with the device. The radiologist believed the event could have been caused by "manipulating too much and physician's force".